Event description:
A patient called in 2002, alleging that patient's one touch proile meter gave a "not ok" message and patient was unable to test. Patient felt that patient was harmed because patient could not test on the meter and did not know what to do. Patient did not have any symptoms. Patient reportedly "gave self the needle". Patient reportedly had to be seen by patient's doctor. No further information has been reported.